Event description:
The customer reported that the system would not produce fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep repaired the pins in the foot pedal and recommended replacement of the foot pedal. The system was tested and found to be working as intended and put back in service.